Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other/ non-product experience. Additional information was received confirming that the physician was concerned with elevated capture thresholds measurements this lead was having and a heart wall micro-perforation was considered. This lead was then surgically explanted and replaced with a passive lead. This explanted lead is not expected to be returned for analysis. No additional adverse patient effects were reported.